Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Visual examination of the provided pictures identified the explanted bearing and head. No further evaluation could be made from the provided images. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with findings consistent with polyethylene liner dissociation. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unk ceramic head type 1 taper std unk g2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a primary hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to disassociation of g7 bearing from ceramic head. The patient complained about pain in the right hip around due to the disassociation of the devices.